Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An endologix rep was made aware on (B)(6) 2018 that thru an ultra sound, a patient was identified with a distal unknown endoleak. The type 3b was unconfirmed as reported. The patient was initially implanted with a bifurcated stent, a suprarenal aortic extension, and a limb stent. A secondary procedure was planned on (B)(6) 2018 for a reline of the unknown endoleak ( possible type 2 endoleak), and sac growth. Patient was not asymptomatic prior to the surgery. The rep is not aware of any off label condition the patient had. No further information was provided.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, clinical was able to confirm the endovascular repair x2 and the sac growth. However, clinical was not able to confirm the reported endoleak type 3b. A secondary procedure was scheduled for (B)(6) 2018, but the rep confirmed that the physician attempted to do the secondary procedure on (B)(6) instead. The procedure was aborted at the time due to too much blood loss during the cutdown. Physician will reschedule the procedure, but no date(s) have been confirmed. Patient will be continued to be monitored. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity was the use of strata material, in combination with subsequent endovascular manipulations to treat sac growth. Procedure related harms and the final patient disposition could not be determined due to the lack of medical information regarding the repair procedure. There have been no reports of further negative patient sequelae. A review of manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and were not returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system.